Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that the treatment information showed there was an overfill during cycle 4 of pd treatment. The overfill event was indicated due to drain 4 being 4210 ml, which is 291% of the 1447 ml fill volume. The patient also indicated having draining slowly alerts with some air bubbles noted in the patient line and the drain line during drain 0 of treatment. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, a pd nurse said there was no harm, intervention or adverse event for the patient in association with the overfill event. The patient got a new cycler. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysisa visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.valve actuation test ¿ passed.system air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that the treatment information showed there was an overfill during cycle 4 of pd treatment. The overfill event was indicated due to drain 4 being 4210 ml, which is 291% of the 1447 ml fill volume. The patient also indicated having draining slowly alerts with some air bubbles noted in the patient line and the drain line during drain 0 of treatment. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, a pd nurse said there was no harm, intervention or adverse event for the patient in association with the overfill event. The patient got a new cycler. The cycler is available to return.